Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported break on the device was not confirmed; however, the sheath on the returned device was retracted and appeared irregular, possibly broken. The reported failure to advance could not be replicated in a testing environment as it is based on operational circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to operational circumstances and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the mildy tortuous and moderately calcified femoral artery. The 6french non-abbott sheath was inserted in the common femoral artery. The target lesion was approximately 2 cm below the puncture site and 1 cm below the femoral bifurcation; this caused limited space to accurately place the sheath and maneuvering the devices at the proximal superficial femoral artery was difficult. One absolute pro stent was successfully implanted. A 6.0 x 40 mm absolute pro stent was advanced, but the stent delivery system was unable to navigate the turn out of the sheath and advance through the previously implanted stent. A small gap was noted at the distal tip and it was noted that there seemed to be a gap between the tip and stent housing. Per physician, this was determined to be the reason that the stent delivery system was unable to advance through the previously implanted stent. The device was removed. Post dilatation of the previously implanted stent was performed; however, the issue was not improved. A second 6.0 x 40 mm absolute pro was deployed, fully covering the lesion. No additional information was provided.